Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ECG (electrocardiogram) connector was found to be loose. The upper case half was also observed to be broken at the carrying handle.

Event description:
It was reported the programmer has a problem with the ECG (electrocardiogram) port. The ECG is very noisy. No patient involvement or complications were reported as a result of this event.